Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported "ruptured during explant". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening striated on anterior side assessed as surgical damage. Additional observations: wear abrasion observed on the device.

Event description:
Healthcare professional reported right side "ruptured during explant". The event of use error was removed and replaced with deflation, not device related. The device was purposefully deflated to remove. The record is no longer reportable and will be un-reported. The device has been explanted.

Manufacturer narrative:
The record is no longer medwatch reportable.